Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a misassembled clamp is confirmed and was determined to be manufacturing related. One 12 fr triple lumen trialysis catheter was returned for evaluation. An initial visual observation showed the extension leg of the power lumen was not treaded through the distal end of the purple pinch clamp. No damage was observed on the purple pinch clamp. As part of this investigation mrr¿s and complaints files were reviewed for last 24 months and no mrr¿s and complaints were found. This is the first complaint confirmed as manufacturing related. A lot history review (lhr) of recr0756 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the purple clamp was not assembled to the third lumen of the extension tube properly. Therefore, the extension tube could not be clamped. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr0756 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the purple clamp was not assembled to the third lumen of the extension tube properly. Therefore, the extension tube could not be clamped. There was no reported patient injury.